Manufacturer narrative:
Unavailable device was not returned for evaluation.

Event description:
The device was used during a laparoscopic cholecystectomy. It was reported by the rep that the clips malformed. The case was finished with new clip applier. Mislabeled (mid/large was printed on applier). There was no consequence to the pt.